Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-01970 and MFR. Report # 3005099803-2012-01971). It was reported to boston scientific corporation that two hydratome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, both devices orientation were incorrect. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; catheter torn and melted.

Manufacturer narrative:
(B)(4). A visual examination revealed that the working length and the exposed cut wire were severely twisted. In addition, the working length was bent. The exposed cut wire was discolored/blackened and appeared to have melted the distal pierce hole. A functional evaluation found that the orientation did not meet specification and could not be set within specification due to the twisted /bent condition. In addition, the closed extrusion at the distal tip was ripped. The rip existed from the point where the guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.